Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device therapy stopped and there was message about powering off for 30 seconds and powering back on. Nurses did not get alarm/alert number. Walked through accessing event log which shows alert 01(patient line open), 02(low flow) & alarm 64 (non-recoverable system error unable to enable pump power (control processor). Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 22c, water flow rate (wfr) was 0.5 l/m. Advised they need to address the low flow. Walked through stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified all lines straight with no bends or kinks. Restarted therapy water flow rate (wfr) was stabilized at 0.8 l/m. Noted device powered off with alarm 64 non-recoverable because it needed a hard reboot. As long as alarm did not return once powered back on, then they can continue to utilize device. Sn #(B)(6). Per follow up information received via phone on 25feb2025, spoke with nurse, who confirmed they did not replace the pad or device. Therapy completed and device has remained in service. Pad was disposed of.

Event description:
It was reported that in an arctic sun device therapy stopped and there was message about powering off for 30 seconds and powering back on. Nurses did not get alarm/alert number. Walked through accessing event log which shows alert 01 (patient line open), 02 (low flow) & alarm 64 (non-recoverable system error unable to enable pump power (control processor)). Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 22c, water flow rate (wfr) was 0.5 l/m. Advised they need to address the low flow. Walked through stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified all lines straight with no bends or kinks. Restarted therapy water flow rate (wfr) was stabilized at 0.8 l/m. Noted device powered off with alarm 64 non-recoverable because it needed a hard reboot. As long as alarm did not return once powered back on, then they can continue to utilize device. Sn # (B)(6).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.